Event description:
The customer contact reported that during routine testing between patient use at the user facility, a bent ground prong was noted on the ac power cord. There were no reports of any adverse patient events and no reports of any delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)